Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient had an eccentric piece of calcium at the level of the annulus. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon to avoid annular rapture. It was noted that during the pre-bav, the balloon shifted slightly. During the procedure, the valve was observed to have an incomplete stent opening (constrained) so it was recaptured three times then removed from the patient's anatomy. Pre-implant balloon valvuloplasty (pre-bav) was performed once again using a 24mm, non-abbott balloon successfully after three attempts. A new 27mm navitor vision valve was selected for implant using a flexnav ds. The valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc); post-gradient was measured to be 22mmhg. Post-implant balloon valvuloplasty (post-bav) was performed using a new 24mm, non-abbott balloon. Final gradient was reduced to 2mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The user believed that the valve expanded non-uniformly and high gradient are due to excess calcium. The patient was in a stable condition and subsequently discharged.